Event description:
It was further reported that the patient had a revision on the stimulator on (B)(6) 2012. There were no abnormal impedances. Reprogramming was also done. It was further reported that the patient had good stimulation and no signs of shocking after the device was moved to a new location. No devices were replaced. The cause of the shocking was unknown.

Event description:
It was reported that the patient experienced pain down their leg and a "charlie horse" in the calf area approximately 2 months ago. The patient was seen by the company representative for reprogramming where it was found one of the electrodes of the lead component of the implantable neurostimulator (ins) was non-functional. The reprogramming did reduce the patient's pain but it was noted she still experienced their "normal pain." There were no falls or other trauma associated with the event. There was also discussion with the patient about "moving" the ins. It was also reported that the patient experienced an intermittent shocking (described as a "stabbing" sensation) sensation at the ins site this morning when they woke up from a nap and turned the ins on. The patient stated that this sensation was not the same as what happened previously. The ins was confirmed to be turned off and the patient felt the stabbing sensation was less intense. The patient was going to call her healthcare professional this morning. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).